Manufacturer narrative:
Patient (B)(6). This report is for an unknown acdf device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. It is unknown if the device has been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prodisc-c clinical study patient (B)(6) was had an anterior cervical discectomy and fusion (acdf) at c6-c7 on (B)(6) 2004. There were no intraoperative complications. The patient was discharged to home on (B)(6) 2004. There were no complications at discharge. The patient completed the study on (B)(6) 2011. The following complications were noted (date reported, event, intervention, status): (B)(6) 2004: unanticipated the patient had shoulder with impingement symptoms. Severity = moderate. Action required = outpatient care with surgery. Course of action = on (B)(6) 2004 patient had elective surgery, rotator cuff repair right (mini) through arthroscopy and subacromial decompression. Current state of event = resolved. On (B)(6) 2004: anticipated patient has temporomandibular joint symptoms/neck pain- request MRI showing stenosis c6-c7 left, subsidence to cervical graft site c6-7. Severity = moderate. Action required = epidural steroid cervical with relief on (B)(6) 2004, outpatient care with surgery. Course of action = on (B)(6) 2005 the patient had decompression lami, foraminotomy c6-c7 with bone fortification left, and decompression laminectomy l4-5 left. Related to surgery = unknown- patient was extremely active post-op and adl's were out of prescribed precaution and limitations. Current state of event = resolved. On (B)(6) 2005: anticipated neck spasms post operatively as anticipated- itching with narcotic intake. Severity = moderate. Action required = medication for itching and spasm. Course of action = benadryl for itching, ice and muscle relaxer for spasms. Related to surgery = probably- cervical surgery can cause neck spasm. Current state of event = resolved- much improved on (B)(6) 2005- no itch, no spasm, back at work. On (B)(6) 2005: anticipated left shoulder, arm pain and weakness, paresthesia's. Severity = moderate. Action required = outpatient care without surgery. Course of action = CT/myelogram cervical (pending). Impairment type: temporary. Related to surgery = possibly to second surgery on cervical spine decompression laminotomy and foraminotomy c6-7 decompress left 7th root. Current state of event = ongoing- to be determined. During the month 36 visit on (B)(6) 2007 the patient presented paresthesia. No additional information. This report is for adverse event: (B)(6) 2004: patient has tmj symptoms/neck pain- request MRI showing stenosis c6-c7 left, subsidence to cervical graft site c6-7. Severity = moderate. Likelihood = anticipated. Action required = epidural steroid cervical with relief on (B)(6) 2004, outpatient care with surgery. Implant involvement - none. Course of action = on (B)(6) 2005 the patient had decompression lami, foraminotomy c6-c7 with bone fortification left, and decompression laminectomy l4-5 left. Related to surgery = unknown- patient was extremely active post-op and adl's were out of prescribed precaution and limitations. Related to implant = definitely not. Current state of event = resolved. This report is for an unknown acdf device. This is report 1 of 1 for (B)(4).